Event description:
It was reported that the patient contacted technical services (ts) due the communicator exhibiting a red call doctor icon. The patient was referred to the clinic. It was then observed that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert due to shocking impedance high out of range, reaching 131 ohms. The crt-d system remains in service. No adverse patient effects were reported.